Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. No failed battery test alarms were noted. The pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she refilled her pump and it alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that the pump was exposed to high magnetic field. The customer stated that she had an MRI and the pump was still in the room during the MRI. The customer stated that she changed out the battery because the alarm was going off and the pump drained the battery. The customer stated that she used a new battery and the pump alarmed failed battery test. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.